Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the screw threads and hex head stripped. Portions of the threads were found to have separated from the screw.